Event description:
Two pts with discrepant afp results. Sample 1, initial result gave 68.8 ng/ml, repeat using different instrument and method gave 50.8 mg/dl. Sample 2, initial result gave 112 ng/ml, repeat using different instrument and method gave 83.3 ng/ml. If additional info is received, appropriate notification will be provided.